Event description:
The patient's swan ganz was attached to the ge marquette monitor. The temperature reading was 104.0 degrees. When the temperature was taken temporally, it registered at 98.2 degrees. All cables were changed and the module. This did not change the results. The patient was afebrile. Biomed was called in and the monitor was checked as well as modules and all cables involved. Equipment and cables were found to be in working order.======================manufacturer response for thermodilution venous infusion port (vip)swan ganz, swan ganz (per site reporter)======================edwards lifesciences is sending return box to hospital to have product returned to them.